Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the settings were made as usual, but the main unit remained in the delivery device. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10feb2020. An investigation was conducted on 17feb2020. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window, but not in its usual position. The seal and tension spring assembly was removed from the loading device. The seal was observed to have two cracks. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches and the outer diameter was measured at 0.222 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed, as well as an analyzed failure "crack".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the settings were made as usual, but the main unit remained in the delivery device. No patient involvement.